Event description:
The nurse reported a system message displayed during surgery. The surgeon performed an ecce to complete the case. Additional info received from the surgeon stated, she sutured the wound with 5 stitches, and the pt is doing fine.

Manufacturer narrative:
The company service rep examined the system and confirmed system message displayed. The footswitch pcb and footswitch were replaced and sent for in house testing. The company service rep was unable to complete standard testing procedure because the customer was in the middle of cases and needed to continue surgery. The company service rep observed surgery with no problems noted. Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable info becomes available.